Manufacturer narrative:
Batch review performed on 17 september 2018: lot 124806: 25 items manufactured and released on 4 february 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, 24 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on sep 4, 2018: hip revision surgery (stem, head and liner) occurred 5 years and 5 months after primary cementless total hip arthroplasty. Poor quality of radiographic images provided doesn't allow a proper clinical evaluation. Aseptic loosening is a possible literature described mid term adverse event after cementless total hip replacements and causes are often unknown. The cause of this event cannot be determined on the basis of information received.

Event description:
On aug 20, 2018 we were informed that the patient needed a revision surgery due to loosening of femur prosthesis detected through bone scan 5 years and 5 months after primary; radiolucent lines were found around the distal portion of the stem. Patient had pain. On (B)(6) 2018 the surgeon revised the mpact flat pe hc liner 36/f (01.32.3648hct), quadra lat s5 stem (01.12.035) and 36m ceramic head (38.49.7179.285.00) with zimmer revision stem and head. The surgeon changed the liner to have a total new bearing surface and articulation. Case was completed successfully.